Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in USA through follow up communications, livanova received the confirmation that the alarms were on patient side and the reported event is related to the stirrer motor that is not spinning. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during maintenance/repair, a 3t heater-cooler system displayed alarm e07 (pump is blocked) and e05 (stirring mechanism will not start). There was no patient involvement.